Event description:
It was reported that the pt reportedly had complications from a surgery performed in 2003. Six days later the pt was diagnosed with a perforated esophogus allegedly due to a dislodged screw.

Event description:
It was reported to legal that the previously reported event (perforated esophagus) allegedly resulted in patient's death.